Manufacturer narrative:
The field service engineer (fse) confirmed the flowcell was misaligned and dirty. The fse re-aligned, bleached, and flushed the flowcell to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, misaligned and dirty flowcell is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The affiliate stated the customer reported failed latron control for percent coefficient of variation (cv%) low angle light scatter (lals) and recovered high out of specification neutrophils and low out of specification monocytes on 6c controls involving the unicel dxh 800 coulter cellular analysis system. No erroneous results were reported from the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.